Event description:
It was reported that foreign matter was found on the bd discardit¿ ii syringe. This event occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurses took a transparent medicine into a 20 ml syringe, noticed white particles floating in it, visible to the naked eye.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2106263 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the reported issue was observed. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that foreign matter was found on the bd discardit¿ ii syringe. This event occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: the nurses took a transparent medicine into a 20 ml syringe, noticed white particles floating in it, visible to the naked eye.